Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as broken, red, and itchy skin. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch due to the skin irritation. The outcome of the skin irritation is unknown.